Event description:
Caller states that she had symptoms of low blood glucose and tested on the device with a result of 42mg/dl. She states that based on the reading she drank a pop and ate a cookie. She reports 35 minutes later testing hi on the device and taking no action based on the reading. Fifteen to twenty minutes later she retested with a result of 77mg/dl. No strip information was provided. Caller states quality controls were used on the original strips and that they fell within range. Requested return of suspect device and replacement was sent.